Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the motor stalls was not identified and only a baclofen pump malfunction. The pump was reinterogated to no affect. The pump was shut off and will be explanted. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen ( 2000 mcg/ml at 1758.7 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the pump was malfunctioning with multiple motor stalls and recoveries since (B)(6) 2019. It was noted that sometimes the stall lasted a few hours and sometimes more than a day. The last motor stall was on 2019-aug-09, with no recovery to date. The hcp requested the pump off code and was supplied with the code. There were no symptoms reported.